Event description:
During an endoscopic ima harvesting procedure, the initial device was correctly attached to the handpiece and initially worked fine. After 15 minute passed, the generator gave a constant tone. A new blade was then opened which worked for 40 minutes and then a constant tone was sounded.finally, the last blade was attached which worked until the end of the case. No pt consequence.